Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll UK for evaluation with accessories. The device passed all testing successfully without duplicating the customer report. The device was vigorously tested with no faults or errors noted. The device log files were reviewed and it was noted that the users successfully delivered a 120j shock about one minute into the case. However, a few minutes later, the log shows intermittent connection issues with the multifunction cable. The device multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend related to similar reports.